Event description:
The review of the egms showed noise on both atrial and ventricular leads. An insulation break or fracture was suspected. The noise was reproduced when manipulating the pocket. Upon disconnecting the lead from the device it was observed that the rv lead impedance was high with no capture. Atrial lead tested normal.

Manufacturer narrative:
Na